Manufacturer narrative:
The issue was investigated in detail. Based on the available information the described system behavior was caused by a defective joystick. This customer system was not equipped with a dead man grip ("dmg") on the joystick. This feature was state of the art at the time the system was delivered (2nd edition of iec). It is common for certain control elements, like in this case the joystick, to wear out over time. Therefore, the joystick did not return to the neutral position after the intended use and the system continued to tilt. In case of such defects the operator can activate the drive in opposite direction or press the emergency stop button to interrupt all system movements. For a more detailed investigation log files were requested but could not be provided since the data was restored at customer site. The joystick was replaced by the service organization and the system is now equipped with the latest revision of the part. Unfortunately, the replaced joystick was not available for investigation. Therefore, the service information for all exchanged parts of the last two years was checked with regard to their failure cause. No general problem was identified. According to information from the service organization the problem was repaired at customer site by replacing the joystick module for unit tilt. The spare part consumption of the concerned part (material number 10357929) was checked and shows low values that are below the defined threshold. No general problem is known. This report was submitted march 5, 2018.

Manufacturer narrative:
Exemption number e2017017. (B)(4). The investigation is on-going. A supplemental report will be submitted if additional information becomes available. (B)(6).

Event description:
It was reported that during a patient study on the axiom luminos drf system, the joystick remained stuck while the table continued moving with a patient on it. There are no injuries attributed to this event. (B)(6).